Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead, product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the trial patient¿s leads moved. The trial did not go well.